Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference 5433742 cleared under #510k130576. Investigation results: we received for investigation a babyport with its catheter. The catheter is cut in two pieces. The proximal part is still connected to the access port. It measures 2.9 cm. The distal part measures 6.3 cm. The deformation of the catheter at the level of the rupture clearly shows that the rupture is due to a burst of the catheter. It is characteristic of an overpressure applied inside the system. After cleaning, we can see that the distal part of the catheter was occluded by dry residues. This explain that an excessive pressure was possible inside the catheter. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. The burst test performed on the catheter batch during incoming inspection showed that its burst resistance is compliant with our requirement. No other similar complaint was reported on this batch of access ports. Conclusion: the evaluation of the explanted device did not allowed us to detect any manufacturing defect on the device. The catheter burst observed results from the fact that excessive pressure has been applied during the injection while the catheter was obstructed by an external element (drug crystallisation, thrombus,...). The IFU specify to always verify that the port is functional by aspirating blood then injecting nacl before attempting to start an infusion and give some advices to avoid occlusion of the system and to avoid generating excessive pressures in case of occlusion of the system. The IFU specify too: "in case of obstruction, never try to clear the blockage using a fluid under high pressure which carries the risk of catheter fracture and migration." No manufacturing defect has been detected on the returned sample. The incident is due to an use error. Consequently no corrective action is envisaged.

Event description:
Patient received an access port in november 2017. On the 27/12 sampling was performed from the port without problem, but on 29/12 during injection of saline, extravasation was present. A chest xray was performed and showed complete rupture of the catheter in the portion nearest to the chamber. Patient was taken to theatre and the access port was changed.